Manufacturer narrative:
Corrected data: d4 - additional device information: unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
Related manufacturer reference number 1627487-2023-02037. It was reported that patient experienced ineffective therapy. Reportedly, both leads fractured after patient had an accident while working on a vehicle. Surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.